Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Routine testing confirmed that the pad-pak was first was installed by the customer on (B)(6) 2010 and performed to specification up to (B)(6) 2013. The device failed several self-tests due to a low battery between (B)(6) 2013. An increase in voltage suggests a further pad-pak was installed and the device passed a self-test. Manual power ups of less than one minutes duration were recorded on (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The power ups may indicate the user was regularly power cycling the device or the beginnings of membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.